Event description:
It was reported that during an infusion in the specialty care nursery; a new trifuse was set up at 2200 and a leak was identified in the isolette at 0445. The nurse flushed the trifuse with a normal saline syringe to find a hole in the lipid filter while administering a tpn/lipids 20% infusion with vtbi of 8ml for a duration of 6hr. The trifuse was attached to a premature infant, birth weight 12500-1499 grams, with 32 completed weeks of gestation. This was discovered after noticing the bed under the infant was wet. The infant was not receiving lipids as intended, therefore; the trifuse was removed and a new trifuse placed. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer's report that the tubing leaked at the filter was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set's 0.2 micron ped filter's air vent membrane was wetted/compromised and functional testing observed a leak (termed ¿weeping out¿) from the same area. No other obvious issues or damages were observed. The root cause of the leak was unable to be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Premature infant.

Event description:
It was reported that during an infusion in the specialty care nursery; a new trifuse was set up at 2200 and a leak was identified in the isolette at 0445. The rn flushed the trifuse with normal saline syringe to find a hole in the lipid filter while administering a tpn/lipids 20% infusion with vtbi of 8ml for a duration of 6hr. The trifuse was attached to a premature infant, birth weight (B)(6), with 32 completed weeks of gestation. This was discovered after noticing the bed under the infant was wet. The infant was not receiving lipids as intended, therefore; the trifuse was removed and a new trifuse placed. There was no patient impact.